Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in a moderately tortuous right superficial femoral artery. A f/g sterling otw 5.0 x 20/135 (4f) balloon catheter was selected for pre dilation and ruptured at 10 atms on initial inflation. Another size sterling balloon catheter was selected then a non bsc stent was implanted followed up with post dilation with a sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).